Manufacturer narrative:
The account found the issue was caused by user error. The account found the bed to be functioning as designed. No repair needed, the bed function as designed. Based on this information, no further action is required.

Event description:
The account reported the bed will not place a nurse call. The bed was located in main 6 west room 624 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).